Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the island dressing wrecks the patient's skin when they use it. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".